Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2023. During the procedure, after the ligator was placed onto the scope, the physician inserted the endoscope along with the device into the desired varices. The first band was successfully deployed; however, the remaining six bands could not be deployed. The endoscope was removed along with the device, and the device was replaced. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.